Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip free (B)(4) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced neuropathy and she broke out with white bumps on the edge of her lip. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The customer reported that she thought she was using super poligrip free although she was not certain. The patient had seen a commercial on television and was calling to inquire whether super poligrip was safe. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).